Event description:
Provider states the key, bolt and washer are missing from the wheel and fell off.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.